Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one photo was returned by the customer in support of this complaint from catalog 367856, lot number 3016625. The photo shows a tube with the hemogard closure assembly off the tube. The photo does show the customer¿s failure mode. The (B)(4) retention samples were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. (B)(4) retention samples were draw tested with all weights being within specification limits. No issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. The exact cause for the customer's failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes lid fell off. There was no report of impact to patient or user.